Event description:
Reporter indicated that device interrogation at office visit revealed that device settings were not at levels to which the device was reported last programmed. The difference in parameters was noted when the device was interrogated in preparation to program the device to off so that the pt could undergo an MRI. It was reported that the normal mode output current should have been programmed somewhere between 2.75ma and 3.50ma and that the device should have been set to rapid cycling. Upon interrogation, the normal mode output current was set to 1.0ma and the off time was set to 60 minutes. The device output current was reprogrammed to either 1.5ma or 1.75ma. It was reported that the pt had experienced an increse in seizures and is participating in a drug study.